Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2018-aug-27. The rep indicated that the cause of the stimulation ramping up was not determined. The patient was reprogrammed in all positions but it remains unknown if the stimulation ramping up has been resolved. The patient¿s weight at the time of the event is unknown. The healthcare professional (hcp) was made aware of these responses. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for the treatment of lumbar radiculopathy and spinal pain. It was reported that the stimulation was ramping up to a higher setting when the patient was upright and mobile. It was noted that adaptive stimulation was turned on and was suspended during the programming session. No further complications are anticipated.